Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after a few failed attempts at placing the atrial lead in the atrium it was noted that the helix coil would not extend out of the lead body. The lead was then removed from the body and the helix was extended under direct visualization. After approximately 18-20 rotations of the rotation tool, the helix sprung out suddenly. This action was repeated with the same results. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.